Event description:
An attempt was made to use a resolute onyx (4.00 x18) rx coronary drug eluting stent to treat a bifurcation in the mid circumflex artery /obtuse marginal. The lesion exhibited 90% stenosis, mild tortuosity and mild calcification. The device was inspected, and negative prep was carried out prior to use with no issues noted. There were no issues noted when removing the protective sheath. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered advancing the device and excessive force was used during delivery. The inflation device remained on neutral pressure during delivery of the device. A 3.5 x15 resolute onyx was firstly implanted in the ostium of the obtuse marginal. A "crush technique" was used to deploy the 3.5 x15. A 6f telescope guide extension catheter was then advanced to the crushed stent. It was reported that the resolute onyx (4.00 x18) device was advanced however was unable to cross the lesion. Stent dislodgement occurred during removal following failed delivery. The stent dislodged inside the end of the telescope and became stuck. The telescope, guide catheter, and stent delivery balloon were withdrawn as a unit out of the body. The dislodged stent was removed with the telescope. The procedure was completed following re-wiring, pre-dilation and successful delivery of a new 4.0x18mm resolute onyx device. Kissing balloon technique was then used in the circumflex and om1. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: a kink was evident to the push member of the device. The device returned with a dislodged resolute onyx present in the tip of the telescope gec, the stent was removed with ease by pulling the stent distally out of the tip of the telescope gec. Narrowing was evident to the distal bond. The inner lumen was verified to 0.0540 inches by passing a patency ball through the lumen of the device, no resistance was encountered. This event has been previously reported for ronyx40018ux under MDR report number 9612164-2019-04404. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.